Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and found the following issues: the channel is torn and leaking, there is no image, the camera won't power on due to fluid invaded the battery compartment. The service center stated these issues are physical damage caused by the user's mishandling. If additional information becomes available following investigation, this report will be supplemented accordingly.

Event description:
It was reported to olympus, there was a device malfunction identified in reprocessing. The device was put in the medivator and now it has fluid invasion. In addition, the battery was removed and put in the wrong system scope cleaner medivator and should not have been. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.